Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. High resistance/impedance was noted as high battery impedance lead to elective replacement indicator (eri). Battery depletion was indicated as eri due to high battery impedance was logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Event description:
It was reported that the device had premature battery depletion due to high battery impedance. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.